Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:((B)(4).

Event description:
Fms hand piece was not ¿communicating¿ with the fms pump system during surgery. The operation was a wrist arthroscopy (fluid provided via gravity fed rather than via pump) the fms pump was only being used for the handpiece. The system repeatedly cut out when trying to activate the handpiece/shaver. Impact to patient: less than 15 minute delay to surgery as a new handpiece was opened which worked fine.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by motor damage. There was a cut in the cable. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for motor replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. A review of the device history record indicated that this batch of serialized product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).